Manufacturer narrative:
The customer requested assistance from a philips customer service representative.

Event description:
It was reported to philips that the ac power module does not always illuminate the external power indicator. There was no patient involvement.